Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative found that the electrical test fails number 53 and 58 were recorded in the error log. The drive manifold (part number 0104-00-0018) was replaced and the unit tested for 24 hours without any issue. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The drive manifold was received by the manufacturing facility at (B)(4). The analysis performed could not duplicate the failure. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp generated an "electrical test failure" alarm. The customer re-powered the iabp and the iabp again generated an "electrical test failure" alarm. The iabp was replaced and therapy was initiated. No patient was involved.